Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 600 (mg/dl). A pump bolus was delivered prior to hospitalization to address bg level. While hospitalized, the customer was treated with intravenous insulin and fluids. During system check with tandem technical support, insulin was not observed exiting the infusion set tubing until 6 units had been delivered. It was also reported that the luer lock was wet and small air bubbles were present. The tubing was primed and the luer lock securely reconnected to address issues.